Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2012. According to the complaint, at the conclusion of the procedure when the jagwire was withdrawn from the patient, the tip of the corewire was exposed, indicating that the tip guidewire had detached. Nothing was reported to have detached into the patient. The procedure had been completed with this device with no patient complications. The patient's condition had been described as stable.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2012. According to the complaint, at the conclusion of the procedure when the jagwire was withdrawn from the patient, the tip of the corewire was exposed, indicating that the tip guidewire had detached. Nothing was reported to have detached into the patient. The procedure had been completed with this device with no patient complications. The patient's condition had been described as stable.

Manufacturer narrative:
A visual examination of the returned guidewire revealed damage to the tip of the guidewire, exposing the corewire at the flare between the ptfe coating and the pebax. Additionally, the pebax was noted to be damaged, however, the pebax was properly attached to the corewire. There was no damage noted to the corewire and the outer diameter of the guidewire was found to be within specification. It is possible that unstated procedural factors and possibly clinical factors may have contributed to the distal tip damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident. A similar complaint trend review revealed no other complaints reported for lot number 14495760.